Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced infusion set leakage event. Leakage was at site connector. The set was in use for 1.5 days. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.